Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Caller received instructions from technical support on how to reset the pump, but was not ready to perform the reset and planned to call back after locating the charger. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.